Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient¿s ipg has reached its end of life. It is unknown if this occurred prematurely. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Stimulation was restored.